Event description:
Customer reportedly obtained results of 301mg/dl and 116mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Quality controls were not used while troubleshooting with manufacturer. Requested return of suspect device and replacement was sent.